Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had lost power. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found device had randomly shut down saying ac power failure. A field service engineer replaced back up battery and rebooted. The system functioned as intended after the field service engineer troubleshot the device.